Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarms. The customer reported that the pump would continue to be used for therapy.